Event description:
The customer reported that the system would display a system error message during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the connector at the system interface printed circuit board. The system was tested and found to be working as intended and put back in service.